Event description:
The report from the scorpius database indicated that: the pt received a 3.0x18mm cypher stent. One year later, the pt had a restenosis of the target vessel, and underwent ptca, which was reportedly unsuccessful.